Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced two unsuccessful teflon infusion set insertions due to not cocking the infusion set properly, which led to interrupted insulin delivery until customer care provided education and assisted with a supply change; insulin delivery then resumed as expected. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user technique error during infusion set deployment, consistent with an infusion set deployed incorrectly or an incompletely attached infusion set connector, involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was use error.